Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) advised the customer that they need to charge the unit at least once every month. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr discovered that the total nominal available capacity (tnac) was 1.15 and the system 1 had not been turned on for several months. The system 1 was left charging overnight to determine its functionality. The batteries charged to full capacity. The battery of the base verification and release testing was completed successfully. The unit operated to the manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries on the system 1 were not fully charged. There was no patient involvement.